Manufacturer narrative:
No white display anomalies noted during testing. Unit passed displacement test and selftest. Hardware low level failure alarm was present in the pump trace download due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had audio vibrate anomaly and also had white display. The customer stated that, the insulin pump was beeping very loudly. The customer stated that, the display was normal, but this option was missing in the drop down menu. Customer reports they did hear the differences between the two audio beep volumes 1 and 5. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.